Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia, with the ilet displaying ¿hi¿ and a confirmatory fingerstick of 500 mg/dl, after an infusion set was initially deployed with the needle cover left on and later replaced; subsequent review identified continued high glucose for several hours until tubing and connector were changed and insulin delivery was resumed. Symptoms included thirst without gastrointestinal symptoms or altered consciousness. Outcomes included persistent hyperglycemia above 180 mg/dl for approximately seven hours without hospitalization or need for assistance, followed by return to target range later the same day. Investigation included user interview, guided troubleshooting, review of pump status, and retrospective review of glucose data. Investigation of this case revealed that the infusion set was installed incorrectly initially and that a suboptimal connection at the infusion set connector or tubing likely impaired insulin delivery until corrected, consistent with an infusion set and connector use error. It was concluded, based on previously established findings for similar reports, that the cause was user technique error related to infusion set deployment and connection.